Event description:
Per the clinic, the patient experienced suppuration (pus discharge) and infection in the upper part of scar of the incision surgery. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported).